Event description:
It was reported that during an achilles tendon repair, the inserter shaft of the unit broke. The shaft broke after the doctor inserted the anchor and was pulling on the handle. The doctor retrieved the 2 mm section of the shaft that had broken off into the foot of the pt. It was further reported that the anchor remained implanted.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.